Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient stated his controller would not let him increase the intensity of the stimulation. The message on the controller stated cannot reach desired settings. The patient met with the rep on (B)(6) 2018 at 9am and performed an impedance check. The impedance check revealed high and a do not use message on one electrode on each lead. The patient was reprogrammed using a guarded cathode one level below the affected contact. Also, the patient reported that he was in a motor vehicle accident the day after he reported the issue of not having access to his programmer settings. The issue was not resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.